Manufacturer narrative:
The insulin pump passed the self test and a21 error test. No a17 alarm, a21 alarm, erased memory or loose time and date noted. No damage found on interface board. However, the insulin pump was received with cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram error and unexpect restart. Customer's blood glucose was unknown mg/dl. Customer stated they change battery they lose date and time. The customer found multiple alarms on alarm history. The customer was advised that the device would be replaced. The customer was advised that replacement would need to be reprogrammed.